Event description:
It is reported that metal parts were found in the package. Surgery was completed with another device.

Manufacturer narrative:
This report will be amended when our investigation is complete.